Event description:
The customer reported a ventilator shutdown while in patient use during transport. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue, however, could not duplicate it. The customer reported that the event logs were reviewed and the occurrence of error code 100a indicating a vent-inop: data acquisition pcba adc reference failure was seen. The customer reported running the unit for 1.5 hours and could not duplicate the complaint. The battery test passed, and no other anomalies were reported. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.